Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 2 seconds, the balloon ruptured at the tip shoulder part and pinhole was observed. The device was removed and the procedure was completed with a different device. There were no patient injuries nor complications reported and the patient was in good condition.